Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that a home-bound patient had a tracheostomy tube that was deflating at the cuff after an unknown amount of time in situ. Replacement was required. The caregiver at home did not have a replacement trach. The patient was transported to the hospital for a trach exchange. No incident related medical sequelae was reported.